Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 13th of december 2022 and 8th of january 2023 recorded a stable pacing impedance of 500 ohms with a drop to 300 ohms and fluctuations between 300 ohms and 500 ohms at the end of recording period. In addition, fluctuations in pacing threshold were seen between 0.6 v and 1 v at the end of recording period. The analysis of the provided iegm episodes revealed intermittent loss of capture in the rv-channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 2 months after the implantation the pacing impedance was not measurable. No adverse patient events were reported. Lead remains implanted. Should additional information be received, this file will be updated.